Event description:
Doctor reports an allergic reaction. The patient had been having pocket complications; it was red, swollen, blistering, and not healing properly. Infection had been ruled out in earlier february. The pump was a replacement. It was reported that ¿years ago¿ (8 or 9 years ago) the patient had an issue ¿within 18 months¿ where he had to have the pump replaced 7 times because it kept ¿coming out of his body at the incision site.¿ the reporter noted that since then they¿ve been able to keep the last pump in there. The patient was getting the pump filled once a month at that time because he was on a high dose. The pump was used to infuse baclofen (unknown). Follow up was conducted regarding the notify date, but additional information was not available at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8703w, serial# (B)(4), implanted: 1998-(B)(6), product type catheter. Product ID 863740, serial# (B)(4), implanted: 2006-(B)(6), product type pump. Product ID 863740, serial# (B)(4), product type pump. Product ID 863740, serial# (B)(4), product type pump. Product ID neu_unknown_pump, product type pump. Product ID neu_unknown_pump, product type pump. Product ID neu_unknown_pump, product type pump. Product ID 863740, serial# (B)(4), implanted: 2006-(B)(6), product type pump. (B)(4).